Manufacturer narrative:
(B)(4). Fisher & paykel healthcare are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that a bc191 flexitrunk infant nasal tubing was found to be broken before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4). Flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photo provided by the customer, and our knowledge of the product. Results: visual inspection of the provided picture confirms that the tubing has been broken. Conclusion: without the complaint device, we are unable to determine the cause of the reported failure. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in china reported on behalf of a healthcare facility that a bc191 flexitrunk infant nasal tubing was found to be broken before patient use. There was no patient involvement.